Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag was leaking from the port. The leak was discovered before product used. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between november 28, 2017 - november 29, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed a leak coming fro the spike port. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.